Event description:
It was reported via repair work order that the head right siderail would not lock upright as the timing link was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the original file indicated the device was repaired and returned. During the investigation it was determined that the device was evaluated but was not repaired at the request of the account. The account will notify stryker if it decides to continue with the repair process.

Event description:
It was reported via repair work order that the head right siderail would not lock upright as the timing link was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.